Event description:
Clinic advised that blood tubing/pump segment failed after 18 hours of use. The pt was given one unit of blood after the incident. The user facility was unable to provide enough info to determine if the pt was the same as described if the pt was the same as described in MDR no. 2244060-1999-00003.